Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred and the message appeared in english after the device was restarted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and when the software version was attempted to be upgraded, it was successfully upgraded. The system error logs were reviewed and there were two system error logs was an indication of inconsistency of the software version within the device: thus, causing the issue to occur on the device. The device's software was upgraded and the system printed circuit assembly (pca) and display pca boards were preventively replaced to address the issue. After the software was upgraded and the system and display pca boards were replaced on the device, the final and run-in tests were performed, along with the battery and valve checks. The device was found to be operational, and it was cleaned.